Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if the reported insulin leak or any other product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs8gza1. Hardware: sm-s901u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient experienced persistent hyperglycemia that was not responsive to bolus correction doses. Blood glucose levels were reported to be approximately 624 mg/dl, and home ketone testing was positive. Following consultation with the on-call endocrinologist and continued lack of response to bolus corrections, the patient was taken to the hospital on (B)(6) 2026. The patient was hospitalized and diagnosed with diabetic ketoacidosis, remaining hospitalized for approximately two days. Treatment during hospitalization included intravenous insulin, and the patient was discharged on (B)(6) 2026. It was further reported that upon pod removal by medical staff, the skin appeared wet and insulin leakage was suspected; the cannula was reported to be properly inserted, and the adhesive was secure.